Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell in the pool and the insulin pump was not working anymore. The customer's blood glucose level at the time of the incident was 134 mg/dl. They had replaced the battery but nothing was coming on. The customer stated that the insulin pump display went blank immediately after the insulin pump's exposure to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.